Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert sounded, and the right ventricular (rv) lead exhibited low pacing impedances. It was noted that the impedances have been consistently low, but stable. The lead remains in use. No patient complications have been reported as a result of this event.